Event description:
It was reported that during the procedure for multiple aneurysms in the c5-c7 segment, the operator used a microcatheter to deploy the subject flow diverter stent. After the microcatheter was properly positioned, the subject flow diverter stent was normally delivered and deployed. When approximately two-thirds of the subject stent had been deployed, it suddenly shifted and dropped downward with the distal end of the subject stent moving from the m1 segment to the a1 bifurcation. The operator decided to retrieve the subject stent and reposition it for deployment. When approximately 7 mm of the subject stent remained to be retrieved, a sudden downward movement of the stent delivery wire was observed on the imaging while the subject stent itself remained stationary. The operator determined that a premature stent deployment have occurred and then moved the intermediate catheter upward in an attempt to fully retrieve the subject stent into the intermediate catheter. After confirming via vaso computed tomography (CT ) that the subject stent was completely inside the intermediate catheter, the physician removed the intermediate catheter along with the subject stent and the microcatheter from the patient's anatomy. Upon external observation of the stent (with half of the stent inside the microcatheter and half outside, and the stent delivery wire moving independently), stent deployment was confirmed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 gtin - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned having been deployed (returned within syringe). The stent was fully opened but deformed with frayed braid ends. The stent delivery wire (sdw) was kinked/bent. The introducer sheath was not returned. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. According to the physician, a flow diverter (fd) stent was normally delivered and deployed. When approximately two-thirds of the stent had been deployed, the already deployed portion of the stent suddenly shifted and dropped downward, with the distal end of the stent moving from the m1 segment to the a1 bifurcation. The physician planned to retrieve the stent and reposition it for deployment. When approximately 7 mm of the stent remained to be retrieved, a sudden downward movement of the stent delivery wire was observed on the imaging while the stent itself remained stationary. The physician determined that stent deployment had occurred and then moved the intermediate catheter upward in an attempt to fully retrieve the stent into the intermediate catheter. After confirming via vaso computed tomography that the stent was completely inside the intermediate catheter, the physician removed the intermediate catheter along with the subject stent and the microcatheter from the body. Upon external observation of the stent (with half of the stent inside the microcatheter and half outside, and the stent delivery wire moving independently), stent deployment was confirmed. Product analysis found the stent was returned with the sdw. The sdw was kinked/bent. The anatomy was reported to be moderately tortuous, which may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported events ¿stent deployed prematurely during use¿ and ¿unexpected movement of device¿ and analyzed events: 'stent deformed¿, ¿sdw kinked/bent¿ and ¿stent deployed prematurely during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure for multiple aneurysms in the c5-c7 segment, the operator used a microcatheter to deploy the subject flow diverter stent. After the microcatheter was properly positioned, the subject flow diverter stent was normally delivered and deployed. When approximately two-thirds of the subject stent had been deployed, it suddenly shifted and dropped downward with the distal end of the subject stent moving from the m1 segment to the a1 bifurcation. The operator decided to retrieve the subject stent and reposition it for deployment. When approximately 7 mm of the subject stent remained to be retrieved, a sudden downward movement of the stent delivery wire was observed on the imaging while the subject stent itself remained stationary. The operator determined that a premature stent deployment have occurred and then moved the intermediate catheter upward in an attempt to fully retrieve the subject stent into the intermediate catheter. After confirming via vaso computed tomography (CT ) that the subject stent was completely inside the intermediate catheter, the physician removed the intermediate catheter along with the subject stent and the microcatheter from the patient's anatomy. Upon external observation of the stent (with half of the stent inside the microcatheter and half outside, and the stent delivery wire moving independently), stent deployment was confirmed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.